Manufacturer narrative:
The customer's reported product (meter (B) (4) and test strips lot 1006401) was returned and investigated. The complaint was not confirmed and not new issues were observed. All results were within range specification. Additionally, all the reported readings were found in the device's internal memory log within 10 minutes. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 67 mg/dl, 230 mg/dl and 220 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.